Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. Concomitant medical products: d314trg crtd, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was explanted due to the patient undergoing a heart transplant. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.